Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery life or low battery alert noted during testing or in the pump trace download. However, pump error 63 alarm (variableinfo = 03) confirmed in the device history due to broken trace on u1 keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio beep anomaly. Troubleshooting was performed. Customer advised when they adjusted the volume they could not hear the difference and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.